Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 1688tc, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and was pulled back into the main coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.